Event description:
During prep, after flushing and deployment of the needle cannula, the cannula could not be completely retracted back into the system. The product was not used clinically. Another outback device was used successfully. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.